Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. The pt looked to have not been charging the battery pack correctly. He was not allowing the battery pack to fully charge before using it. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
A lifecor pt services rep (psr) contacted lifecor customer support to report that the battery pack would not start the monitor. He stated that the battery charger would display the flashing red "battery pack fault" led when the battery pack was placed in the charger. The psr gave the pt a replacement battery pack.